Event description:
The customer reported to olympus, during routine microbiological testing of the subject device, the channels tested positive for greater than eighty colony forming units (cfus) of pseudomonas aeruginosa. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated and the following defects were found: the distal end cap was cracked, the adhesive on the bending section rubber was worn, the bending section was deformed, the connecting tube was wrinkled, the universal cord was buckled, the biopsy channel was worn, and angulation was out of specification. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices inadvertently left out of the initial report and the legal manufacturer's final investigation. The user provided their cds practices of the subject device where the detergent used for pre-cleaning is anios clean excel d. The device is manually processed with an unknown non-olympus cleaning brush, anioxyde 1000 disinfectant, and anios clean excel d detergent. The device is processed in a soluscope 4 automated endoscope reprocessor (aer) with soluscope cln detergent and soluscope paa disinfectant. The device is stored horizontally. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.